Manufacturer narrative:
It was reported that physician placed the stent, however, it fell into the stomach without catching in the stenosis part. The stent was removed and found not being fully expanded. Through the attached photo, it is confirmed that the stent was not expanded sufficiently at the procedure, but it has been expanded when returned to distributor. As a result of analysis of returned device, kinking observed on the delivery system but it is not clear when occurring. Stent is expanded fully. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the returned stent in state of fully expanded. It is assumed that the stent was not expanded fully due to the patient lesion's pressure. And then, it is possible to migrate the stent into the stomach without catching in the stenosis part or since the stent was not placed on the unintentional part, not stenosis part, resulting in stent migration. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The outer sheath of the delivery system was found being pulled a bit when the package was opened. When flushing, water leaked at port. The physician placed the stent, however, it fell into the stomach without catching in the stenosis part. The stent was removed and found not being fully expanded. Another stent (niti-s) was used to finish the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that, the outer sheath of the delivery system was found being pulled a bit when the package was opened. When flushing, water leaked at port. The physician placed the stent, however, it fell into the stomach without catching in the stenosis part. The stent was removed and found not being fully expanded. Through the attached photo, it is confirmed that the head of stent was not expanded, but the body of stent was expanded fully. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The outer sheath of the delivery system was found being pulled a bit when the package was opened. When flushing, water leaked at port. The physician placed the stent, however, it fell into the stomach without catching in the stenosis part. The stent was removed and found not being fully expanded. Another stent (niti-s) was used to finish the procedure. There were no patient complications as a result of this event.